Event description:
Reporter called and stated during the procedure the tip of the implanting device detached while in use by md. Following protocol fluoroscopy was called. Md than located and removed device with assistance from fluoroscopy imaging. No injuries were reported.